Event description:
Customer's wife reports customer received a blood glucose result of 131 mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Customer's wife reports calling the emts. Customer's wife reports customer was tested by emts with a result of 29 mg/dl; was treated with glucose. No controls were run. A request was made for return of the suspect product and a replacement was sent.